Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that the 30-degree endoscope up/down did not work. The endoscope was hard to rotate manually. The image became upside down when the endoscope was replaced. The tse had the customer reset the guide tool change (gtc), which resolved the issue. The customer used a spare endoscope to continue with the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the rotation issue occurred on the first endoscope, and then upside-down image occurred on the second endoscope, which was installed to replace the first endoscope. The vision issue did not result in patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis.